Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "slaphammer jammed during surgery (the handle that slides kept binding up). Was extracting a tibial baseplate with it."